Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 100 to 134mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 154 and 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 8/31/2018 and open vial date is 6/23/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(4). Memory concerns: customer is concerned with all of the results. Customer called regarding results that he is getting from his meter. Customer states that the results are lower than normal. Had customer perform a back to back blood test with results of 154 mg/dl and 134 mg/dl non-fasting. Customer is not concerned with the back to back results.